Manufacturer narrative:
Results: the max dd was ovalized approximately 132.5 cm from the hub. Conclusions: evaluation of the returned max dd confirmed resistance while manipulating a guidewire within its lumen. Further evaluation revealed a distal shaft ovalization and the jet7 had multiple kinks along the distal shaft. If the devices are forcefully manipulated against resistance, damage such as this may occur. During functional testing, the max dd was advanced through the jet7 with resistance. Subsequently, a demonstration guidewire was advanced through the max dd with resistance. The ovalization in the max dd may have contributed to resistance experienced during the procedure and the functional test. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01780.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a max delivery device (max device). During the procedure, the physician experienced resistance while advancing the guidewire through the max device; however, the guidewire was still able to be used with the max device. It was also reported that the max device became stuck upon removal from the jet7 and felt like a spring. The physician completed the procedure using the same guidewire and max device. There was no report of an adverse effect to the patient.